Event description:
Customer reportedly received results of lo (less then mg/dl) and 128 mg/dl within 10 minutes on the advantage system. No actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.